Event description:
It was reported the device had an inoperable downstream occlusion seal. Event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed the upstream occlusion (uso) seal worn and lens scratched. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; no problem was found. The root cause was unknown. No further actions were taken. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.